Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (dose and concentration unknown). The patient reported feeling bad at the refill before last, when the pump started leaking. This occurred in (B)(6) 2015. The patient stated on (B)(6) 2015 that their "pump is leaking." They were in the intensive care unit at a hospital. They stated it started on the night of (B)(6) 2015, and it happened last month. They stated it was the pump area where the pump was. They stated that last month at a refill their healthcare provider (hcp) had a training person trying to "put it in and could not." The hcp came in and did it, and the patient was leaking for three days. The patient started feeling real bad on saturday, (B)(6) 2015. The patient further reported on (B)(6) 2016 that "they" did not know what to look for or steps to prevent this sporadic leakage. Additional information was received from the patient on (B)(6) 2016 indicating that a CT of the pump was done. They stated that they got the answer before they even got back to their room, though they did not clarify with any additional information. They never in two years had any post flow of anything in the area, but then for the last three months it kept happening sporadically; that they had other refill issues for three months. Additional information was requested to determine when the patient first started experiencing the pump leaking; when the patient was first admitted to the ICU; if there was a device, patient, therapy, or procedure issue; what symptoms the patient experienced related to the pump leaking and being in the ICU; what troubleshooting was performed; what actions or interventions were performed; what caused the pump leaking; and if the pump leaking and being in the ICU resolved.